Manufacturer narrative:
As reported by the sales rep, a 9x25 orbit rdfl complex standard coil prematurely detached inside of distal third part of the prowler select lpes mx microcatheter. A vascular solutions micro snare was successful in retrieval and nine more coils were successfully implanted. The procedure was treatment of an unruptured anterior cerebral artery (aca) aneurysm. A continuous flush was maintained through the microcatheter. After placement of the microcatheter an attempt to place the 9x25 orbit was made; however it was removed because the coil was too small in the aneurysm. After successful placement of a 10x30 orbit, the same 9x25 orbit was again attempted to be placed, but it prematurely detached in the microcatheter. No additional torque was utilized prior to the coil detachment. It was reported that the delivery system was removed and the same microcatheter was used to continue the procedure; however, at sometime during the procedure, it was exchanged over a guidewire for another unknown microcatheter. However, the product was returned with the orbit coil protruding out of the end of the microcatheter. It was reported that no damages were noticed on the microcatheter that may have contributed to the event. The orbit delivery system and microcatheter were received and examined by r&d before decontamination. The delivery system was received with the coil detached and the microcatheter was received with the embolic coil protruding outside of the distal end. Vestamid sleeve shows longitudinal cut noted extending over the proximal end; support coil presented no damages. Gripper damage deformation was found extending over entire gripper segment. After the unit was decontaminated it was sent to the failure analysis lab where a non-sterile cordis prowler select lp 2.3/1.9 f microcatheter was received coiled inside the plastic bag as well as a one non-sterile trufill dcs orbit. The embolic coil was received separated from the device; it was stretched and kinked, the headpiece was found without damage. The hypotube presented with several bends and kinks, the support coil and gripper were inside the introducer. The introducer was removed and the gripper was found with wavy sections and residues of blood were observed inside of introducer. Vestamid sleeve was found with a longitudinal cut over the vestamid extending 1.5cm over the proximal end. The gripper was inspected under microscope and was found with compressed sections. The impression of the head piece was seen in the gripper, indicating a proper placement. Gripper od was measured and is within specification. The ID of the microcatheter was measured and it was found within specification. Even with the damages noted, functional testing of insertion of the trufill orbit dcs delivery system inside of the received microcatheter was performed. Friction was experienced during insertion due to the kinks in the microcatheter; however, the orbit delivery system could be advanced to the distal end of the microcatheter. Resistance was also felt during removal from the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14107802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The longitudinal cut noted in the vestamid was reviewed by the manufacturing team. It was determined that the condition of the trimmed vestamid, over the hypotube, is not a defect and that is part of the process. The strip heat shrink tubing procedure allows the cutting of the portion of the vestamid that sticks up over the hypotube which occurs after stripping. The unit can then continue with the process. It is rejected if the support coil is damaged; however, in this case, the longitudinal cut was over the hypotube without affecting the support coil. Additionally, it was verified that this condition of the vestamid over the hypotube did not affect the od of the device. Simulation testing was performed and it was found that the gripper damage noted could be produced by the loading operation during the manufacturing process. According to r&d investigation the damage noted in the gripper was caused by a compressive load resulting in plastic deformation, impacting coil headpiece/gripper interface potentially impacting the premature detachment. An investigation to address the findings of the gripper damage and its possible impact on the detachment of the coil and to determine if any further actions are required has been opened. Action was opened to address the impact of the gripper damages on the reported failure. It was reported that after the premature detachment of the orbit coil, the same prowler select lpes was used with subsequent coils followed by exchange over a guidewire for another microcatheter. However, this does not correlate with the condition of the returned products with the coil protruding out of the microcatheter. The lot number of the microcatheter is not known; therefore a device history record review cannot be completed. Completion of the analysis of the microcatheter is pending. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00212 and 1058196-2010-00291.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14107802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil subassembly lots 14100930 was reviewed, and no issues were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the nonconformances additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure to treat an unruptured aca aneurysm, the prowler select lpes mx was placed and a 9x25 orbit was attempted and removed, because the coil was too small in the aneurysm. A 10x30 orbit was placed successfully and the same 9x25 orbit was attempted but prematurely detached inside the microcatheter distal third part. A vascular solutions micro snare was successful in retrieval of the coil, and during the event, the target site was not lost. The same microcatheter continued to be utilized for the procedure, however sometime during the procedure, the microcatheter was removed via a guidewire, and another microcatheter (brand unknown) was used to continue the procedure. A total of 9 coils were successfully deployed. No additional torque was utilized prior to the coil. After the coil detached, the delivery system was removed, and the entire coil was removed from the patient. No damages were noticed on the microcatheter that may have contributed to the event. During insertion, a dedicated and continuous flush was maintained through the microcatheter. Other than the reported event, no other damages were noticed on the delivery system or coil.